Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s current high blood glucose level was 600 mg/dl. Customer reported that sensor went out in 4 days. Customer reported that they went extremely high and was on vacation traveling. Customer stated infusion set got plugged and blood glucose was about 600 mg/dl. Customer reported high blood glucose was due to infusion set issues. The location of insertion was inner thigh. Customer was treated with 10 unit bolus then moved set to new site. Customer stated did not received insulin flow block and customer declined to troubleshoot all reported issues. Only sensor will be returned for analysis.